Manufacturer narrative:
The monopolar cautery instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a cracked over molded seal adapter. The crack was found at the very distal tip, with the crack going down towards the base of the adapter. The crack measured approximately 5.80mm in length. The instrument was found to have a broken electrical contact. One side of the electrical contact was found bent and the other was found broken in the over molded seal adapter location. A piece, measuring roughly 0.90 mm x 2.50 mm in size was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
It was reported that during a da vinci-assisted head and neck surgical procedure, the monopolar cautery instrument had a cracked tip. The procedure was completed with no reported injury.